Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during the transfemoral tavr procedure, the balloon had only been inflated with approximately half of the volume when leaking was observed under the strain relief of the balloon catheter shaft. Due to the underinflated volume the valve did not properly anchor to the annulus and in attempt to figure out why the balloon had not inflated, the operator moved the valve aortic causing the valve to embolized into the ascending aorta. The delivery system handle was then pulled back over strain relief, which sealed the leak in the delivery system. Additional fluid was placed in the syringe and the balloon was partially inflated which allowed valve to be maneuvered around the aortic arch and into the descending thoracic aorta. The sapien 3 valve was stented open with a palmaz stent. A second valve/delivery system was prepared and the valve was implanted successfully in the aortic annulus. It was noted on echo that a dissection was present in the aortic arch, resulting from maneuvering the embolized valve around the arch and into the descending aorta. Two stents were placed in the aortic arch to seal off the dissection. The patient was stable throughout and after procedure. Per report, the leak was not evident during the initial delivery system preparation. The ¿crack/leak¿ is perceived to have occurred during prep when a hospital staff member knocked atrion syringe off the device preparation while it was connected to the delivery system y-connector.

Manufacturer narrative:
Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint was unable to be confirmed. Per detailed complaint description in cer form, ¿after initial delivery system preparation and valve crimping, but prior to insertion of delivery system into sheath, hospital staff member knocked atrion syringe off the device preparation table but caught it before it became contaminated. The atrion was connected to the delivery system y-connector at this point, and could have put stress/strain on the y-connector and strain relief on balloon catheter shaft, unknowingly causing a crack under the strain relief and leading to the leak that became evident on balloon inflation.¿ this could have resulted in the damage in the complaint device. However, previous complaint investigations on returned devices support that the crack near the y-connector on the balloon shaft is a previously identified manufacturing/device issue. A review of complaint history from (B)(6) 2015 to (B)(6) 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). In addition, a review of complaint history for the month of (B)(6) 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage did not exceed the trend category control limits. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for delivery system leakage was not able to be confirmed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed. This unit was manufactured prior to the implementation of the balloon shaft configuration design corrective action.